Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving 1000 mcg/ml gablofen at a dose of 1500 mcg via an implantable pump for intractable spasticity. It was reported that the patient came for a pump refill and the healthcare provider (hcp was unable to aspirate the remaining medication from the pump (4 ml). Troubleshooting advice was given to maintain negative pressure on the syringe until the pump unlocked. The hcp followed the orders and after four plus minutes the pump was still locked. There were no withdrawal symptoms reported or known at the time. There was no further information to provide regarding factors that may have led or contributed to the issue. The explant of the pump and replacement were in discussion at the moment, but had not been established. On 2016-nov-17, additional information was received. The cause was not determined and the issue had not been resolved. The patient was on oral baclofen and was looking into having the pump replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.